Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-mar-05. It was reported that the hcp was mistaken and after speaking with the doctor, the hcp found that the patient did not have a granuloma.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n180019003, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (25 mg/ml at 5.60 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient was diagnosed with an inflammatory mass "one year ago" relative to (B)(6) 2019, via MRI. The patient lived a distance from the clinic and the plan once the inflammatory mass was diagnosed was to decrease the dose and wean the patient off the intrathecal medication. It was noted this had been difficult to do based on the patient and logistics with travel. The patient was having no changes to their neurological exam "i.e. Bowel or bladder changes or pain changes." The previous dose was 5.6 mg/day and it was decreased to 4.98 mg/day on (B)(6) 2019. No further complications were reported.